Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 461 mg/dl at the time of incident and the current blood glucose level was 146 mg/dl. The customer was treated with bolus for high blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined to troubleshoot for the high blood glucose. Customer also stated that insulin pump received change sensor alert. The insulin pump will not returned for analysis.